Event description:
The follow pump is painful, and frequently results in bloody milk, ulcerated nipples, and blisters on my nipples. I have contacted the MFR, however, their advice, (lowest pump setting, not to leave it attached after 25 mins) does not prevent the problem. Furthermore, their smart-phone app which is supposed to tell me if I am not getting any breastmilk output (and thus causing trauma without any milk production) keeps disconnecting from my phone, which I have also reported, but which they do not have a working fix for. I am a physician myself, and knew something was wrong. I went to my dr yesterday, who agreed and informed me I needed to report the device to you.